Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 372 mg/dl on (B)(6) 2017 and 412 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, minor scratched display window, scratched case and missing end cap sticker.